Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
The device with a report that the clips are not tightening well was returned. No additional information is available at this time. There was no report of adverse consquences to a patient. This is a report only, the device will not be returned for evlauation.